Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that there was an issue with the pump which led to the pump screen being dark and not turning on. Customer declined to troubleshoot further and therefore the alleged issue and root cause could not be determined. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.